Event description:
It was reported that when using the bd pyxis¿ medstation¿ es tower, patient information was missing, and pharmacy was unable to add patient. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 07-aug-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the pharmacy was unable to add patient. The technical support specialist (tss) dialed into station prad and server (B)(6), confirmed message crossover and verified communication between the station and server with no upload/download issues. The affected patient was found on both the server and station, correctly assigned to the same area. The patient appeared on the station, and the issue was confirmed and resolved. The system functioned as intended after the technical support specialist troubleshot the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es tower, patient information was missing, and pharmacy was unable to add patient. The customer reported there was a delay in dispensing medications to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.